Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) patient had an iab catheter for 24 hours, he was moment turn on it's side and blood entered the stat guard sleeve even though there was a sheath in place. No harm to patient

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: d4 (exp. Date), h4. Complaint ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient had an iab catheter for 24 hours, he was moment turn on it's side and blood entered the stat guard sleeve even though there was a sheath in place. The catheter was remove since the patient no longer was dependent of the counterpulsation therapy. No harm occured to the patient.

Manufacturer narrative:
Updated fields: b4, d4 ( UDI no., exp date), d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 corrected fields: b5, d4 (lot #) the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and within the stat gard sleeve. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. No blood was observed inside the iab catheter. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).